Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported using the tape and subsequently experiencing an allergic reaction. The patient reported symptoms of itchiness and redness of the skin associated with use of the product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).